Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 400 mg/dl and 37 mg/dl at the time of incident and current blood glucose level was 149 mg/dl. The customer treated low blood glucose with glucose tablets. Customer declined to continue troubleshooting for high and low blood glucose. Customer had problem with transmitter. Customer was on auto mode. The insulin pump will not be returned for analysis.